Manufacturer narrative:
(B)(4): d4: UDI # (per label): (B)(4). D10: item # 0100013311, dural alpha insert w rim kk/28, lot # 2288613. Item # 14280720, cocr head 28/+4 lg 12/14, lot # 2315614. G2: report source australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a patient had an initial right total hip arthroplasty. Subsequently, experienced a fall that led to a periprosthetic femoral fracture and approximately 19 years and 2 months post implantation underwent a revision of the stem, head, and liner. An arcos sts/cone construct, neutral liner, and cables were implanted without complication. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No products were returned for investigation. However, we received images of the explanted stem with the head and polyethylene inlay. The components are in a bloody condition. The head remains mounted on the stem. No other abnormalities are visible in the images. A review of the device manufacturing records confirmed no abnormalities or deviations. Medical records provided and reviewed by a health care professional. The review identified the following: pt fell and presented with a periprosthetic # around his alloclassic stem. Stem with head removed by hand. 28mm liner explanted and replaced with a 36mm neutral liner. Femur anatomically reduced and cabled. Arcos sts/cone construct prepped and implanted with a 36 plus 6 head. Radiographs were provided and the occurrence of a periprosthetic fracture can be confirmed. Based on the available information, the reported event of periprosthetic fracture can be confirmed. It was reported that the patient experienced a fall event prior to the reported event of periprosthetic fracture. However, based on the available information, the fall event cannot be confirmed and a definitive root cause for the reported event of periprosthetic fracture cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.